Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon during pretest.

Event description:
It was reported that it was difficult to inflate the balloon during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation noted that the catheter could be inflated and deflated without difficulty. The catheter was dissected and no conditions were found that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter".